Event description:
It was reported that "the skin stapler is unusable because the staples cannot penetrate the tissue during application and therefore do not hold. The wound is opened postoperatively and must be disinfected and re-closed". No report of further patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528236 visistat 35w non-sterile for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. One staple was partially formed at the front of the cover block. The stapler was returned with the trigger engaged, and there was no clear evidence of biological material on the device. The stapler was received with 40 staples left in the cartridge. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released when fired into the air. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin without reopening. No functional problem was found with the returned sample. The reported complaint of "failure to function - staple re-opens" could not be confirmed based upon the sample received. The customer returned one unit of 528236 visistat 35w 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. The staples fired into the simulated skin closed into the simulated skin without reopening. No lot number was provided, but two potential lot numbers were found through previous sales history. A device history record review was performed on the two potential lot numbers for the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the skin stapler is unusable because the staples cannot penetrate the tissue during application and therefore do not hold. The wound is opened postoperatively and must be disinfected and re-closed". No report of further patient harm or injury.